Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 54840007560, 510k# k091974 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was preoperatively diagnosed with pelvic fracture and underwent lumbar fusion on the left and right side of l2, 3, 4 and from iliac to l5. In combination with the m-shape plate, screws in the iliac and l5 were inserted and rod was installed. Post op, the screws broke at the base of the head. The patient had achieved solid fusion. A revision surgery was performed to explant the broken screws. The screws shaft remains implanted inside the iliac level of the patient. The patient issue was resolved.